Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: mmsi head adjuster (part# 279712350, lot# nw193658, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the mmsi head adjuster (part # 279712350 / lot # nw193658) was received at us cq assembled onto tear-drop handle (part # 279702120 / lot # 0807mi). The handle showed signs of wear as scratches were present along the handle. The head adjuster was received assembled onto the tear-drop handle, the two devices were unable to disassemble from one another. The tear-drop handles button can be activated but it does not successfully release the head adjuster. The unable to disassemble condition was able to be replicated. Yes; the devices were unable to disassemble from one another. The overall complaint was confirmed for the received tear-drop handle as the device could not be disassembled from the received head adjuster. Although no definitive root-cause can be determined its possible the device experienced unintended forces leading to an internal mechanical failure. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that the head adjuster was broken. There was no known patient or hospital involvement. Upon receipt of the device tear drop handle it was identified that the device is unable to disassemble. This report is for one (1) tear drop handle this is report 2 of 2 for (B)(4).